Manufacturer narrative:
It is confirmed that the file is not reportable after investigations.

Event description:
Power cords breaking power cord- plug cover separation it was reported that the power cord breaks each time trying to use it. The was no patient harm.

Manufacturer narrative:
Inspection: received from the customer ar 7 used pcu power cords (p/n 148452-000). All received power cords show the wire sheath dislodging from the female connector exposing the black (line), white (neutral) and green (ground) wires. See power cords pictured below. The seven used power cords have the same manufacture date code 1250 (2012, 50th week). Inspection of the exposed sheath showed no evidence of adhesive (cyclohexanone). Log analysis results: n/a test results: continuity testing performed on the 7 used power cords found no open circuits. Test method information: n/a device history review: review of the production failure record was performed beginning from the date of manufacture through present date 16sep/2019 on part number 148452-000. One relevant notification was identified 200066635, opened in 2007 associated to the reported issue. The vendor (electri-cord) implemented the addition of cyclohexanone to be added to the wire jacket at the connection point prior to adding the c-13 connector as a corrective action with the intent to increase the retention strength. The corrective action was implemented in (B)(6) 2008. Additional corrective action was implemented on (B)(6) 2017 additional comments: n/a additional comments 2: a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer¿s concerns of power cord breaks each time when trying use it was not confirmed as reported; it could not be determined if the power cord separation occurred during every use. The age of the received power cords was nearing 7 years old. All 7 power cords show evidence of the outer sheath separated from the female connector. Inspection of the exposed sheath showed no evidence of adhesive (cyclohexanone). All 7 power cords passed the continuity testing. None of the 18 awg wire were damaged or had their insulation compromised. All received power cords were manufactured prior to the release of the supplier corrective and preventative action request that was released in april of 2017. The customer stated that there was patient involvement.

Event description:
Power cords breaking. Power cord- plug cover separation. It was reported that the power cord breaks each time trying to use it. The was no patient harm.